Event description:
The patient underwent a carpal tunnel release procedure using quill srs and dermabond for closure. Two (2) months postoperatively, the patient presented with redness, inflammation and stitch abscesses. The patient was taken back to the operating room for removal of the product. The doctor is uncertain if quill srs pdo or quill srs monoderm was used for the procedure.

Manufacturer narrative:
The date of event is estimated. The doctor is uncertain if the product used during the procedure was quill srs monoderm or quill srs pdo. A part number/lot number for a pdo product was not provided. 510 (k) numbers for quill srs pdo products are as follows: k051609, k080680, k080985. The device was not returned for evaluation. Furthermore, the product lot number is unknown. Results: the device was not returned for evaluation. No product evaluation can be performed. (B) (4).